Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and UDI. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer could not conclusively specify the cause of the suggested event. It was presumed that a piece of the endo therapy accessories, before using endo jaw large model 2250, fell into the channel. The legal manufacturer confirmed via DHR that the subject scope was shipped in accordance with specifications.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the customer states this issue occurred during a diagnostic procedure. The device failed in the middle of the procedure. The user attempted to pass the biopsy forcep endo jaw large and could not do it. They changed the scope and the biopsy forceps passed. There was a two minute delay in the procedure. The intended procedure was completed with a similar device. No other devices were replaced during the procedure. They could not pass through the scope on post cleaning after soaking scope in room cleaning. The channel is being brushed during manual cleaning. The brush is a single use brush. It is a scope valet dual end 2-1. The manufacturer is ruhoff. The endoscope was cultured via resi-test. The result was negative. Lot 211109e was used to test the scope. Pre-cleaning is being performed immediately after a procedure in the room. Pre-cleaning is being performed by wiping the scope with an endozyme sponge and sucked through with the 250 ml endozyme from the ruhoff cleanstart kit. The endoscope is being leak tested prior to manual cleaning. The model and manufacturer of the leak tester was an olympus ckl-4. There is flushing of air into the channel of the scope after reprocessing. The customer stated the oer-pro does this. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in air circulated fed cabinets with filters. The device was inspected prior to use. No damage or abnormalities were observed. In addition on february 12, 2021, the customer reported that during reprocessing prior to the procedure the scope was brushed through. Every scope is brushed when being reprocessed. They soaked scope in endozyme for 15 minutes and flushed it several times and still could not pass the cleaning brush. It cannot be confirmed as to whether there was anything in the scope. There was no signs that there was a problem when it was tested suction and air and water prior to procedure. The customer does not recall if there was stomach contents during the procedure.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿unable to pass through the biopsy channel¿ as foreign material was noted in the brush passage. The scope could not be leak tested due the foreign object in channel. There was damage noted to the forceps passage. An image issue was noted. The bending section glue was found cracked on the insertion tube and scope cover. Minor scratches were noted on the insertion tube. The scope¿s suction flow was obstructed due to a foreign object in the channel. The scope¿s angulation was checked and found to be low. The scope control knob was found to have play. The light guide lens was noted to be cracked. There minor dents noted on the scope connector an the scope¿s plastic cover. The light guide bundle was dim as there was 6 percent breakage noted. The instruction manual states in the ¿inspection of the instrument channel¿ section to ¿insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿

Event description:
The user facility reported that the user was unable to pass through the biopsy channel. There was no patient involvement reported.